Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the device passed all operational specifications. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the air pump came on when the handpiece was plugged in (should not come on until the handpiece is running for around six seconds). It was further determined that the thermistor assessment passed; however, it was very close to the low limit (1.1kohms, the lower limit was 1kohms). It was determined that the issue was consistent with improper cleaning and moisture getting into the flex circuit, causing the thermistor to turn on the air pump. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that motor device overheated and had an e6 error. There were no delays to the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. It was reported that no one got burnt or injured. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.